Event description:
It was reported that the right ventricular (rv) lead was oversensing, resulting in an inappropriate shock to the patient. Insulation damage was visualized when the lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. The criteria for the right ventricular lead integrity alert were met, the impedance trend on the rv (right ventricular) pacing lead was rising and oversensing due to non-physiologic signals/sic (sensing integrity counter) was indicated. There were 14 ventricular non-sustained tachycardia episodes less than or equal to 210 ms on (B)(6) 2013. There were 3 ventricular fibrillation (vf) episodes less than or equal to 210 ms average ventricular-cycle between (B)(6) 2013. There was one patient alert for lead failure predictor on (B)(6) 2013. The ventricular short interval count v-sic was equal to 8801 counts, in 53.5 days, between (B)(6) 2013. The weekly pace lead trend data shows an increase for maximum ventricular pace bipolar impedance equal to 646 to 4047 ohms peak between (B)(6) 2013. (B)(4).